Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012532053 was returned and analyzed. Visual inspection revealed a damaged electrode 1, nitinol wire dislodged from dual lumen exposing electrode wires in dual lumen area, the spiral array appeared as inverted, pinched pebax tube near the electrode 1, electrode 5 and capture device adapter was detached from capture device. Mechanical verification of the steering and slide mechanisms showed that despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. However, the steering function remained unaffected, with the distal catheter tip rotating approximately 170° in both directions. The catheter was reprogrammed before connection to the generator via a test catheter interface cable (cic), and therapy deliveries were successfully performed. X-ray imaging revealed kinked electrode wires in spiral array and an entangled wires in shaft region. High level optical inspection revealed that spiral array is pinched near electrode 1 and electrode 5, electrode 1 was observed damaged. Hipot verification confirms the integrity of electrode wires insulation and testing for electrical continuity revealed an open loop for electrode 1. In conclusion, the reported inverted array was confirmed through testing. The loop catheter failed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, the catheter array became inverted and tangled while ablating the left inferior pulmonary vein (lipv). Resistance was experienced when attempting to recapture the catheter. The inversion was recognized on fluoroscopy, and despite efforts to untangle the catheter, the resistance persisted. The catheter was eventually pulled into the sheath and safely removed from the body. A replacement catheter was used, and the procedure was completed with pulsed field ablation. No patient complications have been reported as a result of this event.